Manufacturer narrative:
One nt500 pain management rf generator was returned for investigation. An open or blown one-amp fuse was identified at the fuse board. Component testing identified a short circuit at the impedance and stimulate pca (printed circuit assembly). The fuse and impedance board were temporarily replaced to allow functional testing, and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the temperature issue and subsequent procedure cancellation was isolated to a shorted impedance and stimulate board.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be determined.

Event description:
During the procedure, the probe temperature would not increase while lesioning and the procedure was cancelled. The grounding pad was tested, the outlet was changed, and multiple probes were attempted with no resolution. There were no adverse consequences to the patient due to the cancellation.